Event description:
Since initial implant the patient had three procedures due to catheter issues. The first problem was a catheter kink. The patient experienced increased pain. The patient had surgery, the catheter was unkinked and anchored; it was not replaced. The pump was used to deliver morphine. (See manufacturer reports # 3004209178-2009-00470 and # 3004209178-2009-00817).

Manufacturer narrative:
Result: catheter. Pump was returned to manufacturer. See report 3004209178 2009-00470 for analysis. Catheter was not returned.